Event description:
Per the independent repair center, the customer alleged problem is the unit will not start/alarm will not function/alarming/red light. The key failure is the power switch has no power or alarm.